Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a (B)(6) male patient who received double salt denture cleanser 10791-02-001 (corega tabs bio formula) tablet for drug use for unknown indication. On an unknown date, the patient started corega tabs bio formula. On an unknown date, an unknown time after starting corega tabs bio formula, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to corega tabs bio formula. Case correction from initial receipt date: this case described the occurrence of accidental ingestion of product desiccant by child in a (B)(6) male patient who received double salt denture cleanser 10791-02-001 (corega tabs bio formula) tablet for drug use for unknown indication. On an unknown date, the patient started corega tabs bio formula. On an unknown date, an unknown time after starting corega tabs bio formula, the patient experienced accidental ingestion of product desiccant by child. On an unknown date, the outcome of the accidental ingestion of product desiccant by child was unknown. Comment: *downgrade report*

Manufacturer narrative:
A 1020379-2016-00074 is associated with argus case (B)(4), corega tabs bio formula. Corega tabs bio formula is marketed as polident tablets in the us.

Event description:
Accidental intake of granules of lid by child/ child swallowed granules out of the lid. [Accidental device ingestion by a child]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a (B)(6) old male patient who received double salt denture cleanser (B)(4) (corega tabs bio formula) tablet for drug use for unknown indication. On an unknown date, the patient started corega tabs bio formula. On an unknown date, an unknown time after starting corega tabs bio formula, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to corega tabs bio formula.